Event description:
Attorney reported: (B)(6)2005--patient underwent repair of her incarcerated incisional hernia with a bard composix kugel hernia patch, (B)(4), lot no. 43cpd346, medium oval. On (B)(6)2005--patient developed an infected abdominal wall abscess which had to be surgically drained. On (B)(6)2005--patient was sent home on antibiotics and with a wound vac in place. On (B)(6)2005--patient demonstrated a possible microabscess on CT scan report. On (B)(6)2010--patient underwent an exploratory laparotomy for an incarcerated recurrent hernia, small bowel obstruction and incisional hernia repair. Surgeon notes in the operative report that it was necessary to lysis of major adhesions, removal of mesh, small bowel resection and repair of incisional hernia. Surgeon further notes in operative report significant adhesions all around the periumbilical region were very dense and the mesh had rolled up so that bowel was exposed and completely adherent to the mesh. It became quite evident, the mesh was intimately adherent with surrounding structures of small bowel. The mesh had "flipped" in such a way to expose mesh to the intestine. The self expanding ring had actually eroded into one section of the small bowel. A small bowel resection was done as the mesh could not be separated from the bowel. It was evident that the mesh would need to be removed as several exposed edges were very sharp in nature and could easily puncture the bowel if left in place. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; patient, event and device's information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.